Manufacturer narrative:
Correction: g4 in initial report should be 2020/01/24 not 2020/01/20.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient connected the solution bag to the adapter to baxter bag and there was a lot of leaking. The peritoneal dialysis registered nurse (pdrn) had the patient bring in one to the clinic to make sure it was getting connected correctly but there was still a lot of leaking. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated that the patient skipped peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on the original cycler and new connectors with no further issues. The connector used by the patient was not confirmed to be available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual sample devices were returned to the manufacturer for physical evaluation. A functional test was performed on the samples and no issues were found, the samples were found acceptable. During the test, no leaks or issues were detected. The test was completed successfully. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The sample devices performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.